Event description:
It was reported that during a promus stenting procedure in the proximal right coronary artery with one 3.5 x 18 stent and in the distal right coronary artery with one 3.0 x 28 stent, slow flow occurred after deployment of the 3.5 x 18 stent. The patient was treated with sigmart. The patient's condition resolved the following day. Additionally, one day post procedure, the patient experienced elevated cardiac enzymes (ck). There was no reported myocardial infarction. There was no reported adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Enzyme elevation and ischemia are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.